Manufacturer narrative:
Concomitant medical products: product ID: 9735225r, serial/lot: unknown. No parts have been returned for product analysis. Patient information is not available. The surgeon name is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement. It was reported that after completing the registration, the image on the monitor became distorted and frozen. The system was restarted and the case was continued. There was no patient harm and the procedure was not delayed.